Manufacturer narrative:
Evaluation codes - the equipment was not evaluated because there was no indication that a malfunction caused or contributed to the reported issue. Doctor believes that the issues are due to a response from the antibiotic besivance getting in under the flap. The clinic is reporting this event only and did not request field service or clinical support. Placeholder.

Event description:
Patient had described decrease vision with glare and halos on the left eye. The sub flap area had an inflammation response obscuring vision. Flap lift and rinse was performed. Patient was treated with prednisolone acetate 1%. Patient did experience a loss of best corrected visual acuity. Doctor believed that the opacity is due to a response from the antibiotic besivance getting in under the flap.

Manufacturer narrative:
Date of event - (B)(6) 2013. Placeholder.